Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft leak occurred. A 10.0 x 40 75cm mustang¿ balloon catheter was selected for use. However, during preparation, a pinhole was noted and water was spurting out of the catheter. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the pinhole was noted on the balloon and the procedure was completed with another mustang balloon catheter.